Event description:
Precedure: lap cholecystectomy. Reportedly, as the surgeon pulled a surgical instrument back through the trocar, the entire trocar was pulled out of the pt cavity along with the device. Then the balloon was confirmed to be broken which caused it to deflate.